Manufacturer narrative:
This report is submitted on march 16, 2020.

Event description:
Per the clinic, the patient experienced skin issues (specifics unknown). There a was a baha connect to attract conversion on (B)(6) 2019.